Event description:
It was reported that during the surgical procedure the right eye of the system went black. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.